Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited t-wave oversensing due to varying r-wave signal amplitude measurements resulting in delivery of inappropriate anti-tachycardia pacing (atp) and shocks in more than a single episode. Additionally, several non-sustained ventricular tachycardia (nsvt) episodes were stored. Programming changes were previously made. Additional programming options were discussed. No further assistance was requested. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.